Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
The customer reported the ventilator became inoperable. The ventilator was not on a patient at the time of the event.